Event description:
During testing at the user facility, it was found at power up, the deice alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. Prior to testing, the device had been returned to the biomedical department with a report of not working. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found at power up the device alarmed for 11/004 (less than 2.0 volts on lithium battery) service code alarm. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.